Event description:
It was reported that pump displayed message that cartridge was empty despite having sufficient insulin. No information was provided regarding impact to the customer¿s blood glucose level. Customer declined further follow up, was out of warranty and in process of renewal, and no additional troubleshooting or corrective actions were documented.